Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same cases as MDR tw # 2134265-2018-06906 and 2134265-2018-06918. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During percutaneous coronary intervention, pullback was performed at the lesion area, but the device could not be pulled due to error. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing, however, the device has an ic windup in the telescope assembly, additionally, the telescope was not able to pullback properly manually and automatically due to the encountered windup in the telescope assembly, additionally, a kink was observed in the imaging window; consequently, confirming the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications .the investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
Same cases as MDR tw # 2134265-2018-06906 and 2134265-2018-06918. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During percutaneous coronary intervention, pullback was performed at the lesion area, but the device could not be pulled due to error. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.